Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect turbine component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect turbine component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported while using the vela ventilator device; the device has an abnormal loud noise as it cycles and the delivered volumes are out specifications. The customer calibrated the transducers however, stated this did not resolve the issue.the customer determined the most likely cause of the reported event is the turbine assembly. The customer reported there is no patient involvement associated with this event.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis group received the suspect turbine assembly for investigation. The fa group performed a visual inspection and found no anomalies. The fa engineer installed the turbine assembly into a test device and cycle the device on, which duplicated the reported abnormal volume delivery and turbine noise. Additionally, a loss of characterization of the turbine was found. At this time, the reported event was duplicated and the component root cause is associated with an assembly process and a hardware design issue. This has been addressed on CAPA (B)(4).